Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The non tortuous, non calcified lesions were located at a bifurcation in the 50% stenosed mid circumflex (cx) artery just proximal to the obtuse marginal (om) and into the 80% stenosed om. The lesion in the cx was not predilated and the om was predilated with a 3.0mm quantum maverick balloon, inflated to 12 atm's for 30 seconds. The physician deployed two taxus express2 drug eluting stents, 3.0x16mm and 3.5x32mm, simultaneously. The 3.0x16mm stent was removed without diffuculty. The 3.5x32mm stent was deployed to 9 atm's for 15 seconds, but when the balloon was deflated, the physician encountered difficulty removing the device. The balloon was reported to be "hung up" on the stent. The physician attempted to remove the balloon by forcefully pulling and he also tried to advance the balloon forward to free it from the stent. The balloon was finally removed after pulling with much force. The forceful extraction had caused the catheter to stretch approx 6 inches. The stent was then post dilated to complete the procedure. No pt complications occurred. Pt status is satisfactory.